Event description:
Boston scientific received information from the patient that the communicator had screen failure after a recent storm. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator along with the power supply were returned for analysis. Post market quality assurance found that the returned power brick got hot to the touch. Analysis also confirmed that the plastic housing was deformed, and had a burning smell.